Manufacturer narrative:
S/w version 4.11d. Retainer ring black. Customer returned pump for alleged cosmetic damage located at an unspecified location found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked retainer, corroded battery tube and minor scratches on lcd window. Cosmetic damage was confirmed at the battery tube by visual inspection where a cracked battery tube was noted. Additionally, damaged retainer ring noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.